Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was inaccurate. Customer loaded a new cartridge and received a minimum fill notification after filling a cartridge with 240 units of insulin. Customer's blood glucose was 300 mg/dl. Customer loaded the cartridge successfully and resumed insulin therapy.